Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: serial number updated to proper value. A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. The logs for the concomitant product and navigation system were reviewed by medtronic personnel. The logs showed that the imaging system did not receive a receive a response from the navigation system. It was noted that the logs of the navigation system did not show any errors. It was noted that the software of the navigation system functioned as designed.

Event description:
Medtronic received information that, via a site representative, an image acquisition could not transfer manually and could not be uploaded to digital intercommunication of medicine (dicom). It was reported that exiting and re-entering the application software restored functionality. There was a reported delay to the procedure of twenty minutes due to this issue. There was no reported impact on patient outcome. No additional information was provided.